Manufacturer narrative:
The investigation did not identify a product problem.

Manufacturer narrative:
Na.

Event description:
The initial reporter questioned results for 1 patient sample that was highly lipemic tested for chol2 cholesterol gen.2 (chol2) and trigl triglycerides (trigl) on a cobas 8000 c 502 module. The initial results for this sample were very high. The customer decided to ultra-centrifuge the sample and discrepant results were generated for chol2 and trigl. This medwatch will cover chol2. Refer to medwatch with patient identifier (B)(6) for information on the trigl results. The initial chol2 result was 381 mg/dl. The result after ultra-centrifuging was 173 mg/dl. The initial trigl result was 2553 mg/dl. The result after ultra-centrifuging was 1036 mg/dl. No questionable results were reported outside of the laboratory. The c502 module serial number was (B)(4).